Manufacturer narrative:
Updated "model #". The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer claims her wheels were allegedly binding up and one of the times it happened it allegedly threw her out of the chair.

Manufacturer narrative:
The provider states repairs were done but did not specify what was completed on the device. Several attempts were made to contact the consumer without response.

Event description:
Consumer claims her wheels were allegedly binding up and one of the times it happened it allegedly threw her out of the chair.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer claims her wheels were allegedly binding up and one of the times it happened it allegedly threw her out of the chair.